Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported to the manufacturer on (B)(6) 2017, the patient's ((B)(6)) ipg became inoperable approximately one year after implantation. In turn, surgical intervention was undertaken to explant and replace the ipg in (B)(6) 2016. Date of implant and device information is unknown at this time.

Event description:
Follow-up revealed the ipg became inoperable 18 months after implantation.